Event description:
Procedure: sleeve gastrectomy. According to the reporter: on the third reload, the surgeon was unable to complete the third increment firing of the handle. The surgeon removed the stapler part way across, revealing a misfiring of staples. Very few b shapes successfully formed. The patient was opened and the staple line over sewn with suture. Surgery time was extended beyond 30 minutes. Patient details unknown due to privacy laws in australia.